Manufacturer narrative:
The intraocular lens (iol) to date remains implanted into the patient's eye therefore product testing could not be performed. Videos of the procedure were provided, and they were evaluated. The lenses unfolded within the specification and there were no product issues. The customer's reported complaint was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol) that the haptics were sticking to the optic. The lens'' kinked haptics stick repeatedly at the side of the optics. There was no patient injury reported, the lens was implanted. Doctor additionally noted that the unfolder was too short.